Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon reported that the device had malformed clips on the 2nd and 3rd firings on cystic duct. It was unknown if he completed the case with the same applier or if another was used. There was no consequence to the pt.